Manufacturer narrative:
(B)(4). Date of follow-up report : 05/27/2016. One used lf1637 was received for evaluation. The reported condition that the jaws would no longer open while on the patient¿s tissue was confirmed. Inspection found the jaws were not locked when received. The investigation found the pull tube inside the shaft was bent causing difficulty with the latching mechanism. The bent shaft is from lateral force placed on the instrument during surgery. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device jaws would no longer open while on the patient's tissue. They were removed manually and there was no injury to the patient.